Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports the hub of the needle is defective.

Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) for the lot was reviewed. The samples were inspected both visually and physically and no issues were found. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues found. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. The process monitoring data for the lot was reviewed and there were no issues found. A review of the machine setup was conducted and there were no issues. A review of the machine running in its current state is not possible because the machine is not currently set up to run this product. There was one sample returned with this complaint. The sample was visually inspected and no issues were found. The cannula was checked for occlusion and passed the test. The needle was attached that was received with the sample and there was no issue attaching the needle to the syringe. The reported condition is not confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are checked for throughout the production of the lot for damage. The lot met all defined acceptance requirements and was released. The issue could not be confirmed; therefore, corrective action will be limited to the manufacturing awareness. This information will be utilized for trending purposes to determine the need for corrective actions. The production department w ill be notified of this incident with a copy of this complaint response. If information is provided in the future, a supplemental report will be issued.